Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Six devices were received for evaluation. The reported event was not confirmed for 5 devices; the devices were found to be within specifications for the reported event. One device was not duplicated for the event; however, the device was found to be outside of specifications when the rotor was found to be damaged. One device was not available to stryker for evaluation. This device is not repairable and was not returned to the user facility. There were no remedial actions taken on these devices. These devices are not labeled for single-use.

Event description:
This report summarizes <noe> 7 </noe> malfunction events in which the device overheated. Four reported events had no patient involvement; no patient impact. Three reported events had patient involvement; no patient impact.